Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patients ipg was explanted and was discarded by the medical facility. The patient was doing well postoperatively.